Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Inserter (pusher) when he realised the stem wasn't quite in the right alignment that he wanted. We then tried to extract the stem with the corail slap hammer and the inserter thread on the corail threaded adapter would not engage with the taper, and therefore appeared to be cross threaded. We also tried to use the summit inserter sleeve and shaft to get hold of the stem but again we could not engage the handle with the stem and it appeared the tread was indeed 'cross threaded'. After looking closely at the summit threaded adapter it looked like the thread was quite worn. In the end the surgeon ended up impacting the stem into the correct alignment with the original pusher inserter and was satisfied the stem was in the correct placement. Ten minutes delay, no adverse event.

Manufacturer narrative:
Examination of the returned instruments confirmed the thread damage. The root cause is attributed to misuse and heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.